Manufacturer narrative:
(B)(4).

Event description:
The pt experienced an infection in the left abdominal wall at the pump implant site. The site was located at the left upper abdominal area. The skin over the pump pocket was excoriated. Discharge from the pocket was noted. The pump contained hydromorphone. On (B)(6) 2011, the pump pocket was examined/palpated. The pump was replaced on (B)(6) 2011. As of (B)(6) 2011, the pt outcome was "resolved without sequelae."